Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported image display issue was confirmed due to a defective charged coupled device. Furthermore, the cable failed leak test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the camera head fails to display image; however, a very faint image was displayed when pointing the scope directly at an overhead light. In addition, the detent on the camera head was broken. The event was found at maintenance and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective charge-coupled device (ccd) unit could not be identified. However, it¿s likely the cause is related to water invasion from the cable, which damaged the electrical circuit. The phenomena might have been prevented by following the instructions for use listed below: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.